Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed and unable to close. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height sub drawer, 3.2 will not close. A field service engineer (fse) hard stop screws had completely backed out, preventing the drawer from closing. Fse screws for the higher stop were replaced, and the hard stop was restored. Fse done a latch catch and latch mount were not properly aligned, and the drawer rails were bent. Fse could not be corrected the issue, and the drawer did not open properly and was expected to fail. The drawer failed the final test due to bent rail slats. A fse confirmed a new drawer was needed, and a new half-height drawer was ordered for the site. Later, the field service engineer (fse) replaced the drawer issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was jammed and unable to close. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.